Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump center button was sticking. Keypad anomaly troubleshooting was performed and confirmed that the insulin pump buttons were unresponsive even after the battery has been changed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
The device passed displacement test, rewind test, prime test, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test. All buttons function properly; no damage to keypad traces and connector on electrical board was not unlocked during visual inspection. The device communicated properly with glucose sensor simulator and the minilink transmitter. No sensor anomalies were noted during testing. The device was received with scratched casing, minor scratches on lcd window, scratches on display window cover and pillowing keypad overlay.